Manufacturer narrative:
(B)(4). Month and day unknown. Only year (2019) is known. Batch #: unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.   Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What were the indications for surgery? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Did the healthcare professional receive audible & tactile feedback when firing the device? Were the donuts inspected? If so, please describe. Was a complete washer transection confirmed? Were there any staple formation issues identified? How was the fecal contamination addressed? What was done to complete the procedure? Was the surgical procedure changed as a result of the device issue that occurred? If yes, please describe the update. Was there any patient consequence? Was there any change in the post-operative care of the patient due to the event that occurred?.

Event description:
It was reported that during an unknown procedure, stapler did not fire any staples during surgery. The surgeon fired the stapler and it cut the tissue but no staples were fired and there does not appear to be any staples in the cartridge or in the patient. As a result the colon was cut without being sealed and fecal matter spilled out of the colon and contaminated the surgical field.

Manufacturer narrative:
(B)(4). Device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances related to the reported complaint condition were identified.